Event description:
It was reported that during a pci procedure the maverick2 monorail balloon ruptured as soon as it reached 5 atms on the first inflation during predilation. The lesion being treated was located in the severely tortuous and 99% stenotic distal left anterior descending artery (lad) with very hard calcification. The device was removed from the pt intact. The procedure was successfully completed with another balloon and the deployment and post dilation of a 2.5x24mm taxus stent. Patient status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.